Event description:
Event description guidant received information that this lead exhibited high threshold measurements which resulted in a lack of pacing therapy. The device was found to be undersensing.